Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology is unknown. The vessels was moderate tortuous with moderate calcification. It was reported that the physician successfully placed the bifurcated stent graft however; due to the severe stenosis of the contralateral gate the physician was unable to gain access. The physician made several attempts to gain access. The physician elected to perform a surgical conversation of aaa repair. No additional sequalae were reported and the pt was in stable condition at the end of the open surgical repair procedure.